Event description:
It was reported during the da vinci assisted surgical procedure, the swap pedal would not respond, and error 31061was confirmed in log. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a da vinci-assisted surgical procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced footrest to resolve the issue. The system was verified and ready to use. Isi has not received the footrest for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was analyzed. In logs, there was error code 31061 onsite while pointing to the swap pedal which confirms the footrest faulted. Upon visual inspection, no issues were found that would be related to the reported event. The footrest was installed and tested on the printed circuit assembly (pca) test system. The system started without any errors. The footrest was pressed on each pedal 20 times each and with varying strength and duration. No issues could be found with sensation and functionality. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Although a definitive root cause cannot be determined, the probable root cause is attributed to the footrest on the surgeon side console.